Event description:
A piece of the boston scientific 0 tip basket broke off into the patient during pcnl (percutaneous nephrolithonomy). The broken piece was taken out. Placed in a bag and into the med watch cabinet. Ref# (B)(4), lot# 29218888.